Event description:
It was reported that upon deploying an embolization coil within the vessel, the catheter backed out of the splenic artery and celiac artery into the aorta prior to detaching the coil. Upon retracting the coil, it prematurely detached and migrated down the left common iliac. It was stated the coil may have been over manipulated as they were pulling through tortuous anatomy. The coil was retrieved using a snare successfully via the left common iliac artery. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as it was reported to have been discarded by the user center. The root cause of this complaint cannot be determined.